Event description:
The customer reported that following a diagnostic cardiac catheterization on 4/20/99, a vasoseal vhd collagen plug was deployed. The physician deployed a second collagen plug and then noticed that the vasoseal vhd sheath and hub had become separated. The physician was unable to retrieve the sheath with hemostats. A vascular surgeon was consulted and on 4/21/99 surgery was performed to remove the sheath from the pt's right groin. No further complications were reported.